Manufacturer narrative:
Literature citation: fleming et al. Metacarpophalangeal joint arthroplasty eleven year follow-up study. The journal of hand surgery. 1983; 9-b: 300-302. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1984 literature article, by fleming et al. Titled metacapophalangeal joint arthroplasty eleven year follow-up study, the authors mention 14 implant fractures in situ and 2 revisions following mcp joint arthroplasty with swanson finger joint implants.